Event description:
A company representative reported that two everest fenestrated polyaxial screws fractured post-operatively. It was further reported that the proximal portion of the screws were explanted and that the distal portion of the screw shanks remained implanted. This report captures the first of two screws.

Event description:
No new information.

Manufacturer narrative:
Additional data: h3. H6 coding has been updated to reflect completion of the investigation.